Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the low and high blood glucose levels. Customer¿s sensor glucose was below 40mg/dl and his actual bg was around 477mg/dl. Customer stated his last calibration was with a blood glucose 124. Customer stated his blood glucose value before he went in to work it was 146mg/dl after breakfast. Customer did not know what his blood glucose was at the time of the issues occurring. Customer stated his sensor glucose read 68mg/dl and when he checked his blood glucose it was 98mg/dl. Customer stated that he had a sensor glucose of 60mg/dl something and his blood glucose was 73mg/dl and he had some glucose tabs. Customer stated then later on his blood glucose was 40mg/dl. Customer stated when he got up in the morning his blood glucose was 147mg/dl. Customer treated with glucose tabs and then ate a protein bar and some orange juice and his blood glucose was around 125mg/dl after about 30 minutes. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.